Manufacturer narrative:
Additional narrative: additional product code: hrs. Implanted date of (B)(6) 2014 provided, but there should be no implant date as device left in patient was a fragment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient status/outcome was normal.

Event description:
It was reported that the surgeon inserted a 3.5mm x 34mm cortex screw in a pelvic plate; the screw was found to be too long, so the surgeon tried to extract the screw. The head of the screw stripped, and the screwdriver could not remove it. The surgeon then tried to use the broken screw pliers from the screw removal set and the screw broke in half. To prevent further damage or injury to the patient the surgeon decided to leave the broken piece implanted and used another screw placed next to it to complete the procedure. The shaft portion of the screw remains implanted. Patient's status/outcome following the procedure was not provided. There was a five minute surgical delay. Report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device was used for treatment not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.